Event description:
During a follow-up, episodes of far-field r-wave oversensing and inappropriate automatic mode switch were observed on the device. Technical support was contacted and the device was reprogrammed to resolved the event. The patient was stable and will continue to be monitored.